Event description:
The physician was attempting to implant a 3.5 mm diameter x 30 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a pt. The target lesion was removed to exhibit severe calcification, 70-90% stenosis and moderate tortuosity. The device failed to cross the lesion and was removed from the pt. Upon removal, it was noted that some of the stent struts were damaged. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: (70-90% stenosis, severe calcification, moderate tortuosity), (stent deformation, failure to deliver the stent). Conclusions: (70-90% stenosis, severe calcification, moderate tortuosity). Device eval: the stent was positioned on the balloon as per specifications. The 11th, 12th, 13th and 14th distal stent segments were raised and deformed. The 1st proximal segment was slightly flared.